Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 9612007-2021-00044, 9612007-2021-00045. A facility reported that insertion of the lumbar catheter (910121) was easy, but when retracting the guide, the catheter had a small hole near the skin of the patient and there was a leak. They tried to insert another one but without success. As it was during the night, they decided to wait the morning for the surgeon to insert a third one. The catheter was intact when taken out. The event occurred in (B)(6) or (B)(6) of 2021. The surgery was delayed for 6 hours. The patient was well except the stress and pain from the 3 insertions.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Lumbar catheter (910121) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Without actual device to investigate, complaints are deemed unverifiable and exact root cause cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.